Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made with no response to date. If further details are received at a later date a supplemental medwatch will be sent. Please verify the product and event information for accuracy. How are you feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact email information to provide authorization to use or disclose information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a knee replacement surgery on (B)(6) 2020 and topical skin adhesive was used. On day three post op, the patient began having reaction symptoms: hives, itching, hot to the touch skin. These symptoms are localized but are spreading. She is afebrile. Her surgeon prescribed her oral prednisone. She currently has not taken systemic antihistamines-only topical aloe and cream at this point. They are trying to schedule an appointment with a dermatologist. No device will be returned. Additional information has been requested.